Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Five batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of the devices revealed that the batteries met specifications; the batteries passed visual inspection and functional testing. The reported event was confirmed via review of the controller log files, which revealed premature power switching events. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching of screened batteries are most often attributed to a communication error between the controller and battery. The most likely root cause is a communication error between the controller and battery. Heartware has opened an internal investigation to evaluate these types of issues. There are no known clinical or user related factors that could have contributed to this event. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth.

Event description:
It was reported from (B)(6) that the patient observed a "jumping battery". The patient stated that the controller was changing from port one to port two and back again before the batteries were down to twenty-five percent (25%) of the total charge. The ventricular assist device (vad) coordinator stated that there were no critical battery alarms and no pump stops. The batteries were exchanged by the facility and the patient was provided with replacement devices. There was no reported patient injury as a result of this event. The batteries have been sent back to the manufacturer and analysis is under way.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. This event is currently under a company directed corrective action investigation. Our risk assessment for this issue also remains unchanged at this time. Complaints will continue to be closely monitored to ensure that the system functions as intended and to assess the effectiveness of the company directed corrective action. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Device remains implanted.